Event description:
The customer generated elevated magnesium results while using the architect c16000 analyzer. The customer provided the following results: initial result: 3.5 mmol/l, retest magnesium result: 1.0 mmol/l the results were not reported from the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Abbott field service (fs) investigated the issue on site, indicated that intermittent bubbling was occurring at the cuvette wash nozzles and replaced tubing, this resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
Initial reporter address: (B)(6). Device code: (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.